Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing extreme discomfort at the anchor site. No device malfunction was suspected. The anchor was explanted and the patient was doing well postoperatively.